Event description:
It was reported that upon opening the packaging, the sets were discovered to be in pieces. There was no patient involvement.

Manufacturer narrative:
Additional information provided: d.4 & h.4. The customer¿s report of tubing in pieces upon opening the package was confirmed. Visual inspection of the set noted separation at engagement between the tubing and the second smartsite. The slide clamp slid off this section due to the separation. Evidence of insufficient solvent and incomplete insertion was observed. No cracks or tears were observed and all other connections were tight and secure. Dimensional analysis performed found the separated tubing to be within specification(s). The root cause of the report of tubing in pieces upon opening the package was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that upon opening the packaging, the sets were discovered to be in pieces. There was no patient involvement.